Event description:
It was reported to philips that the device was found to be chirping and the ready for use indicator was displaying a solid red x, and there was a error message: service required pacer equipment malfunction. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the device was found to be chirping. And the ready for use indicator was displaying a solid red x, and there was a error message, service required pacer equipment malfunction. There was no patient involvement. The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The fse was unable to duplicate the reported issue. Device passed all checks. Philips is unable to rule out that a malfunction did not occur. As the issue could not be duplicated, during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site, put back into service. There is no indication of a systemic problem. No further investigation or action is warranted.